Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high capture thresholds. This was noted in multiple positions. The lead was not used. The patient was in stable condition throughout the procedure.